Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length driver rapid exchange (rx) coronary stent into a pt; however, it was reported that when the physician attempted to deploy the stent, no stent could be seen on the balloon of relevant device. The pt is reported to be fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (root cause of the event cannot be determined).